Manufacturer narrative:
Date of event : estimate date was at the end of may. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lenses were prepared according to the instructions, no harm to the patient. A piece of cartridge hangs on the cartridge tip, is frayed. This was during implantation. Cartridge tip was in contact with the eye. Through follow up it was learned that the lens was implanted and there was no harm to the patient. The problem was identified during and after implantation. The cartridge was in contact with the patient's eye. There is no exact event date. No other information was provided.

Manufacturer narrative:
Section d9 device available for evaluation? (Do not send to FDA) : yes section d9 returned to manufacturer : 08-jul-2021 section h3: device evaluated by manufacturer? Yes device evaluation: the preloaded unit was returned for evaluation. The device was received in a sample container , however the lens was not returned. Upon evaluation of the device no assembly error related to the manufacturing process was observed. Scarce lubricant material residues can be observed, the cartridge tip was observed cracked and deformed. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if the condition observed is related to handling or to the manufacturing process. Based in the analysis of the device product quality deficiency could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.